Event description:
It was reported to boston scientific corporation that a advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2004. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2004. According to the complainant, the patient experienced an unknown injury. According to the physician, the advantage did become exposed but it is not causing any problems. The patient's condition at the conclusion of the procedure was reportedly ¿fine.¿